Manufacturer narrative:
This event occurred in (B)(6). (B)(4)..

Event description:
The customer stated that they received erroneous results for eleven patient samples tested for elecsys ft3 iii (ft3) on a cobas 6000 e 601 module (e601). The customer loaded a new ft3 reagent pack and did not run controls on this pack. When the analyzer switched to using this pack, the patient samples were initially tested using this pack and the initial results were reported outside of the laboratory. The customer later found the control recovery to be high on the new reagent pack. They replaced the pack with a new reagent pack. Controls were tested on the second pack and these were within range. The customer then repeated the samples using the second pack. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number was 29j6-01. Upon investigation of the affected reagent pack, microparticles were found adhering to the inside lid of the pack. The pack was mixed by inverting it and it was re-calibrated along with the current reagent pack on the instrument. Calibration results from both packs passed and quality controls were within range. Calibration data showed significantly low signals on 05-oct-2017. Quality control data was within specified ranges on 05-oct-2017. Based on the control data, a general reagent issue could very likely be excluded.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The affected reagent pack may have caused the high test results as microparticles were adhering the inside of the lid. Other possible root causes include pre-analytic sample handling, improper handling of the reagent or system reagents (bubbles/foam on reagent surfaces), or contamination of the environment with the analyte. It was noted that the clotting time of the samples was less than 10 minutes.